Manufacturer narrative:
Medwatch 3500a rec'd from user facility. Event device codes are addressed in package insert. Investigation is not complete.

Event description:
Revision surgery was performed. No other info available at this time.